Event description:
The caller reported they had a pilot balloon seam failure on a 6 dct sometime over the last six to eight weeks. The caller stated that the tracheostomy tube was pre-tested, the patient was on a ventilator, and they left a leak in the tracheostomy tube so that the patients could talk. The nursing staff was notified of the balloon failure when the ventilator alarm went off. The caller stated that she has no product or lot number and there was no other patient information.